Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on the leads. The patient underwent a revision procedure wherein the leads were replaced, and the patient was doing well postoperatively. The explanted device will not be returned per facility preference.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-adapters, upn: m365sc9208150, model: sc-9208-15, serial: (B)(6), batch: 7021303.